Manufacturer narrative:
After proper deployment of a 5f mynxgrip vascular closure device (vcd), sealant did not stick; and the patient started bleeding. There was no reported patient injury. The product was stored as per labeling. The device was opened in a sterile field. The procedure was used in interventional peripheral. The procedure used an ante-grade approach. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was presence of calcium in the vicinity of the puncture site. Hemostasis was achieved by manual compression, for less than 30 mins. The patient was not hospitalized and the patient's hospitalization was not extended as a result of the event. The patient recovered after the event. The sealant was deployed outside the patient. The device will be returned for evaluation. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the black handle. The procedural sheath was retracted to the shuttle and the advancer tube was separated from the catheter. The sealant was not returned with the device. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment. No visual damages or anomalies were observed. Per functional analysis, inflation testing was performed on the balloon of the returned device and found no leak in the balloon. The balloon was inflated with water and pressure was maintained with proper functioning of the inflation indicator. Per microscopic analysis, no anomalies were found. A product history record (phr) review of lot f2006902 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to achieve hemostasis¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, patient factors, pharmacological factors and/or handling factors of the device are possible. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique, and proper placement of the sealant at the arteriotomy. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the phr review, nor the information available for review suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot# f2006902 presented no issues during the manufacturing process that can be related to the reported complaint. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
After proper deployment of a 5f mynxgrip vascular closure device (vcd), sealant did not stick; and the patient started bleeding. There was no reported patient injury. The product was stored as per labeling. The device was opened in a sterile field. The procedure was used in interventional peripheral. The procedure used an ante-grade approach. The deployer was mynx certified. The femoral artery's suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was presence of calcium in the vicinity of the puncture site. How hemostasis was achieved by manual compression, for less than 30 mins. The patient was not hospitalized and the patient's hospitalization was not extended as a result of the event. The patient recovered after the event. The sealant was deployed outside the patient. The device will be returned for evaluation.